Manufacturer narrative:
Zyno medical has received the unused administration sets from the same lot from the user and performed testing on (B)(6) 2017. The user-reported leaking issue at the filter chamber could not be duplicated, and thus zyno medical was unable to confirm the complaint. Details of the testing can be found in the attached report.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00018).

Manufacturer narrative:
The user didn't send the failed IV set to the manufacturer for evaluation. The initial determination by following the company procedures was that this complaint did not constitute an MDR reportable event. This MDR is filed retrospectively as a corrective action to address one of the FDA inspection observation made on 08/11/2016. Device not returned to manufacturer.

Event description:
The user reported an issue of "leaking out of the filter chamber even when the tuning and roller clamp are closed". No patient was injured or harmed.